Event description:
When starting IV contrast injection from the power injector, tubing arising off of the syringe had a break in the tubing and contrast sprayed all over the technologist, machine, and the floor. The scan was paused and IV contrast was reloaded with new syringe kit.